Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed a high, out of range shock impedance measurement. The local field representative indicated that the patient was seen for follow up. The system was tested and no further issues were revealed. Technical services discussed performing maximum energy shocks to further test the integrity of the system. As of today, no further follow up has been performed. The system remains in service. There were no adverse patient effects reported.

Event description:
Subsequent information indicated that the patient underwent an invasive revision procedure. The device was removed from the pocket where it was determined that the proximal coil set screw had not been tightened. The set screw was tightened and testing performed with good resulting numbers. There were no adverse patient effects from the procedure reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device and lead remain in service. At this time, our investigation is complete. Should additional information become available, this report will be updated.